Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Additional medical/surgical intervention required and joint contracture. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: roth, j.j. And auerbach, d.m. (2005), fixation of hand fractures with bicortical screws, the journal of hand surgery, vol. 30a (1), pages 151-153 (USA). The aim of this retrospective study is to examine the results of fracture fixation of the metacarpals and phalanges using only bicortical screws without the lag screw technique. Between february 1994 to july 2002, a total of 36 patients (26 male and 10 female) with 37 fractures, with a mean age of 28 years (range 7 to 55 years) were included in the study. Surgery was performed using a 1.1- to 2.4-mm self-tapping titanium screws (synthes, paoli, pa) or a competitor¿s device. The follow-up period averaged 13 months (range, 4 ¿72 months). The radiologic follow-up period averaged 7 weeks (range, 4 ¿10 weeks). The following complications were reported as follows: 1 patient required tenolysis and capsular release for a proximal interphalangeal extension contracture. The screws were removed from the healed phalanx of the condylar fracture at the time of the tenolysis. 1 patient developed reflex sympathetic dystrophy after screw fixation of the second proximal phalanx base. This report is for an unknown synthes screws. It captures the patient required tenolysis and capsular release for a proximal interphalangeal extension contracture. The screws were removed from the healed phalanx of the condylar fracture at the time of the tenolysis. This is report 1 of 1 for complaint (B)(4).